Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The issue was reproduced. There was no abnormality in the appearance of the device and when connected and operated according to the instruction manual, there were no abnormalities other than the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during inspection and maintenance, part of the light-emitting diodes (leds) of the integrated flow meter on the high flow insufflation unit were not displayed. There was no effect on the case due to the defect. No patient harm reported. The same issue had occurred in the past.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon is caused by the failure of the second central led element mounted on the front panel. The cause of the led failure could not be identified. Olympus will continue to monitor field performance for this device.